Manufacturer narrative:
An event of a perforation and pericardial effusion was reported. The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Force measurements were recorded during ablation that exceeded the recommended values in the tacticath se contact force ablation catheter instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Event description:
During a premature ventricular contraction ablation procedure, a pericardial effusion was noted. After a few radiofrequency applications, the patient complained chest pain. The cardiac silhouette's movement was noted to be limited on fluoroscopy. An echocardiogram confirmed a perforation in the left ventricle. Pericardiocentesis was performed and the patient is currently stable. There was no alleged malfunction with nay abbott devices.